Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urinary organ procedure, the jaw became not to open. The jaw was eventually opened. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on 1/21/2010: the jaw became not to open without the tissue. As no tissue was clamped, the tissue was not damaged.